Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the pt ended up having the implantable neurostimulator (ins) taken out due to the problems with it not working; they were hoping to get a new one in february after the pt healed. Starting in the middle of the year probably they had complications where they had to charge the ins more frequently. Patient was not using the therapy as much since they were not in the yard walking around for they did not need it on 24/7 anymore. Pt then had more complications with charging this year since the ins was not working right so they met with a manufacturer representative (rep) in the area to check it and they did something to it and then it was not working. They got another rep and they did something where it cut off and they could not get it back on. They were waiting to get something done but they ended up getting it taken out since it did not work. The rep said the leads did not work good either. It was reported the wires were "defaulting" with the device. Caller mentioned the pt had problem with their stimulator this past year so they called in; they said the controller battery pack was getting hot. Since then they kept getting letters to describe what's going on. Agent reviewed letters.

Manufacturer narrative:
Continuation of d10: product ID 39286-65 serial# (B)(6) implanted: (B)(6) 2012 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported having lead wires since 2003, this past year 2022 patient started having problems with device. Starting 2023 about mid year patient indicated device not charging right. Patient reported a rep saw patient and checked device indicated they needed new lead wires. As of now, device is not working, patient has been in pain for over 5 months patient waiting to get surgery.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead was fractured, damaged, or broken. The patient had stimulation in the incorrect location. Patient had spine surgery in (B)(6) 2022 and stimulator has not covered pain since then. He now only feels it in his right ribs. Stimulator was put in to cover left side hernia repair nerve damage.  The rep tried to reprogram all over current lead and patient only feels stimulation in right ribs. Return of pain was reported. Thepatient was referred to an hcp for evaluation of current lead and possible lead replacement. (B)(6) 2023 e1: the rep clarified that there was no indication of lead fracture. Patient just stated the symptoms began after his back surgery in (B)(6) 2022, which was not a surgery for his scs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.